Event description:
It was reported that the shaver handpiece did not function during a normal shoulder procedure. It just made noise and did not activate. There was over 30 minutes of delay in surgery but no adverse consequences reported. This device is used for treatment.

Manufacturer narrative:
The device was returned and evaluation is in progress. A follow-up report will be submitted upon completion of the investigation.